Event description:
Information was received that the patient's device was explanted due to the "vns stopping his heart during stimulation". The patients device was discarded and therefore has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported from the physician that patient is experiencing intermittent asystole episodes with cardiac pauses for 3-9 seconds. Physician who called is not the neurologist but is thinking the auto stimulation of vns is related to the cardiac events. The physician was told to contact the patient¿s neurologist to consult as to what is causing this event. It was reported that the patient is hospitalized due to having irregular heart patterns (bradycardia) events. The neurologist currently seeing him inpatient turned off the device as he wondered if bradycardia events would stop. Device was turned off for 6-8 hours and within that time there were 0 bradycardia events. When the device was turned back on the neurologist turned autostim off and lowered output current on normal and magnet. Within the following 6 hours of device being turned on there were one 2 bradycardia events. Patient does not have any underlying heart conditions. Provider does not know yet if he feels the vns stimulation is causing the bradycardia events. More testing will be completed. No additional information has been receive to date.

Event description:
The facility later reported that the explanted generator was actually available for product return. The suspect product has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Patient's explanted generator and lead were returned for product analysis. It was not known prior to products being received that the patient also had their lead explanted. Analysis has not been completed to date.

Event description:
Product analysis (pa) for generator was completed. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis (pa) for lead was also completed. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
It was reported that the patient was having heart rate pauses and the cardiologist was concerned it was the patient's device. No additional relevant information has been received to date.